Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the power button doesn't work. The key failure is the power switch has no alarm. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.